Manufacturer narrative:
(B)(4). On an unreported date in 2015, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. On an unreported date, the patient received intraperitoneal treatment with unknown antibiotics (dose and frequency not reported) via continuous ambulatory peritoneal dialysis bag for 14 days for the event. Consumer stated that, within 24 hours of antibiotics treatment, the patient had recovered from event. Action taken with therapies was not reported. No additional information is available.